Manufacturer narrative:
Testing of actual/suspected device (10/3233): the getinge field service engineer (fse) who encountered the issue replaced the cord reel assembly and completed a full pm. All tests passed to factory specifications. Returned to the customer and released for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) power cord ground was missing. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(6). Testing of actual/suspected device: the getinge field service engineer (fse) who encountered the issue replaced the cord reel assembly and completed a full pm. All tests passed to factory specifications. Returned to the customer and released for clinical use. A supplental report will be submitted upon completion of our investigation.